Manufacturer narrative:
Medwatch field a2 was updated. Patient 1 had another sample collected on (B)(6) 2020. The sample was tested for toxo igg avidity on a roche instrument and the result was 35% low. Patient 2 had another sample collected on (B)(6) 2020. The sample was tested for toxoplasma igm antibodies with fluorimetric enzyme methodology and the result was 1.22 index reactive. Patient 2's date of birth is (B)(6) 1996. The specimens for patient 1 and patient 2 were requested for further investigation, but the customer was not able to send the specimens. Based on calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on the date of patient testing.

Event description:
The initial reporter questioned a false positive elecsys toxo igm result on a cobas e411 rack. The customer provided questionable results from one patient, patient 1. Refer to the attachment on the medwatch for all patient data. The initial toxo igm result was not reported outside the laboratory. The customer performed repeat testing on the same sample with the cobas e411 rack and another instrument, clia. The customer performed toxo igm and toxo igg testing on patient 1¿s mother, patient 2, for assistance on patient 1¿s diagnosis. Patient 2 is a (B)(6) year old female. The e411 serial number used for patient testing was (B)(4).